Manufacturer narrative:
.

Event description:
The patient reported that one week after his implant he developed a small pimple on the middle of the incision. The pimple opened up and developed puss. The pt reported being treated with 3 different unspecified antibiotics without any improvement. He reported the pump was then explanted 2008. He also reported that the pump was used to deliver morphine and it had lot provided any relief since implant even though the hcp had been increasing his dose. The hcp reported that the pt also had redness and swelling. The pt was diagnosed with an infection on the day of explant. The primary location of the infection was the catheter track. The pt did not have meningitis. The pt had rec'd perioperative antibiotics. The infection resolved. See manufacturer's report # 3004209178200800756.